Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they want to have their device removed because the implantable neurostimulator (ins) has been in overdischarge for 2 years. Physician listing were sent to the patient. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jun-2018, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient needed an MRI because they were going to have their spinal cord stimulator (scs) system removed and a pump implanted. It was reported that the patient¿s implant was overdischarged and the patient did not have the cords for the recharger or the programmer as in (B)(6) 2017 they had a house fire and lost the programmer, desktop charger and power cord in the fire. The patient stated that the MRI facility would not do the MRI and the doctor wrote up an eligibility form, but the MRI facility still wouldn¿t do the MRI. The patient also reported that their stimulator had never given them relief and one of the leads changed positions and changed the stimulation. The patient was connected to repair for replacement equipment. The issues of the patient¿s stimulator not giving them pain relief and of the leads changing positions changing the stimulation occurred in (B)(6) 2014. The overdischarge occurred sometime after the house fire which occurred in (B)(6) 2017. Additional information was received by the patient later the same day, checking to see if the healthcare provider (hcp) ordered a ¿pain medicine delivery system¿. They stated that they were going to implant the pin pump in them and they needed an MRI, but they lost their equipment in a house fire. Patient acknowledged that they had already been helped and stated that equipment was being sent to them. Information was also received from the healthcare provider (hcp) the same day where they reported that the patient¿s battery was ¿in discharge mode¿ and had no ability to change the modes. The caller claimed that to have any settings changed they would have to meet with someone from medtronic to have those changes made. No symptoms were reported. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the cause of the leads changing positions was unknown. The patient's weight was unknown. The patients ins hadn't been explanted and still remained in the patient. No further complications reported.